Event description:
Customer reported a malfunction alarm with code malf 9 that persisted even after attempts to reset the pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information, assisted with resetting the pump, and decided to replace the pump due to continued malfunction issues. The customer acknowledged the instructions for using the replacement pump and returning the problematic pump.